Event description:
Additional information was received from the physician which indicates that the obstructive sleep apnea (osa) and polysomnograph (psg) were first observed in 2006. It was stated that there was either none or unclear relationship between the osa and vns. The osa was not associated with or occurring with stimulation. No diagnostics or other information was provided.

Event description:
Clinic notes were received dated (B)(4) 2013 which note that the patient has obstructive sleep apnea for which he uses CPAP (continuous positive airway pressure) 13 cm. Notes indicate that a polysomnograph was performed in 2006 for the obstructive sleep apnea and plms (periodic limb movement in sleep). The patient also experiences disturbances during sleep due to kicking motions and presleep restless legs. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.